Event description:
The manufacturer received information alleging a ventilator was delivering a low tidal volume. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's flow sensor, proportional valve and 3-way soenoid valve need to be replaced to address the issue.